Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e, serial#: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was receive that a trial patient was experiencing muscle spasms in her lower back. It was also reported that hematoma had developed in the epidural space. Trial was aborted. It was believed that hematoma was procedure related. The patient was doing well postoperatively.